Event description:
Technician stated that he replaced the high voltage board to resolve the problem with the head raising when he pressed the hilow up, hilow down, knee up and knee down switches. The high voltage board was defective.